Event description:
It was reported that on (B)(6) 2002 the patient underwent a spine fusion surgery on the lumbar region of his spine from vertebrae l4 to l5using rhbmp-2/acs. It was reported that the patient's post-operative period has been marked by radiating pain to his legs, nerve injury, and chronic back pain. It was reported that the patient continues to experience pain, numbness, burning, and tingling that radiates from his lower back into his lower extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious problems, some of the problems include pain, mental anguish and fear that [patient] will have to undergo additional surgeries."

Event description:
It was reported that on (B)(6) 2007 the patient underwent x-ray of chest pa and lateral view. Impression: no acute cardiopulmonary disease. The patient underwent CT of brain without contrast. Impression: unremarkable non-contrast CT scan of the brain. (B)(6) 2009 as per billing record the patient was presented for office visit. (B)(6) 2009 as per billing record the patient was presented for office visit. (B)(6) 2009 as per billing record the patient was presented for office visit. (B)(6) 2009 as per billing record the patient was presented for office visit. (B)(6) 2010 as per billing record the patient was presented for office visit. (B)(6) 2010 as per billing record the patient was presented for office visit. (B)(6) 2010 as per billing record the patient was presented for office visit.

Event description:
It was reported that on: (B)(6) 2010 the patient presented for 3 month checkup. On (B)(6) 2010 the patient presented for a follow up visit. On (B)(6) 2011 the patient presented to the office for medication refill. On (B)(6) 2011, patient underwent x-ray of chest. Impression: no acute pulmonary or pleural disease was seen. Heart size was normal. On (B)(6) 2011 the patient presented for an office visit. On (B)(6) 2012 the patient presented for a follow up visit. On (B)(6) 2012 the patient presented for medication refills. On (B)(6) 2013 the patient presented for an office visit. On (B)(6) 2014, (B)(6) 2013 the patient presented to the office for medication refills. On (B)(6) 2014 the patient presented with complaints of anxiety, depression and back issues. On (B)(6) 2014 the patient presented to the office to discuss weight loss and adipex. On (B)(6) 2014 the patient presented to the office for recheck of diet therapy. Chronic back pain, obesity and depression / anxiety were aggravated by his weight. On (B)(6) 2014 the patient presented to the office for a physical exam. He was reviewed for smoking, depression and lumbosacral disc degeneration. On (B)(6) 2014 the patient presented with complaints of back pain, anxiety and depression. He underwent an MRI test. On (B)(6) 2015 the patient presented for a recheck on his back pain, fluid retention, nicotine dependence and anxiety. On (B)(6) 2015 the patient presented with complaints of back pain and anxiety and depression and to discuss lab work. He also got himself reviewed for edema. On (B)(6) 2015 the patient presented with complaint of back pain. On (B)(6) 2015 the patient presented for follow up visit and with complaints of low back pain, lumbar spondylosis and lumbar neuritis. On (B)(6) 2015 the patient presented for medication refills and recheck. On (B)(6) 2015 the patient presented for medicine refills and with complaints of anxiety disorder, low back pain and lumbar spondylosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2002: the patient underwent MRI scan of the lumbar spine. Impression: focal disc herniation at l4-5. On (B)(6) 2002: the patient presented with exacerbation of his back and lower extremity pain. Impression: mechanical back pain, ddd, lumbar radiculopathy, hnp. On (B)(6) 2002: the patient presented with subjective decreased sensation in the left calf and foot. Outside x-rays were reviewed including a recent MRI of his back. Impression: degenerative disc disease at l4-l5 with chronic back pain aggravated by a fall last month status post dep at l4-5 done 10 months ago. On (B)(6) 2002: the patient underwent x-rays of the chest. Impression: no acute abnormality. On (B)(6) 2002: the patient presented with the following preoperative diagnosis: disk herniation; degenerative disk disease. The patient underwent the following procedures: posterior interbody fusion, l4-l5. Posterolateral fusion l4-l5 (360 degree fusion). Insertion of the prosthetic devices in disk space at l4-l5 (peek times two). Pedicle screw fixation l4-l5. Bone graft, local laminectomy. Per op notes, the surgeon removed as much soft tissue from the disc space as possible and then filled the peek implant device with infuse mixed in the proper technique. Then the surgeon put this in place, first on the left and then on the right, put in pedicle screws at l5 and l4 bilaterally. No patient complications were noted. On (B)(6) 2002: the patient got discharged with following discharge diagnoses: disk herniation, l4-5; degenerative disk disaster, l4-l5. Impression: degenerative disc disease at l4-5 with chronic back pain aggravated by a fall last month status post idep at l4-5. On (B)(6) 2002: the patient presented for follow-up post-surgery. The incision had healed nicely and the sutures were out. X-rays showed excellent position of his graft and his hardware. On (B)(6) 2002: the patient presented for recheck of back after back surgery. On (B)(6) 2002: the patient presented for follow-up post-surgery. He was doing well with his back. On (B)(6) 2003: the patient presented post lumbar fusion with titanium rod. On (B)(6) 2003: the patient presented with continuing back pain. Assessment: maturing lumbar spine fusion at l4-5 posterior lumbar inte rbody technique with posterolateral graft (360 degree) fusion. On (B)(6) 2003: the patient presented for probable final visit for the chronic back pain, chronic anxiety, and muscle spasm. On (B)(6) 2003: the patient presented for medication refill for chronic back pain, as he is going on a trip. On (B)(6) 2003: the patient presented with chronic back pain, increased after a recent fall. On (B)(6) 2004: the patient presented with low back pain with herniated disc and lumbar fusion, anxiety/depression. On (B)(6) 2004: the patient presented with chronic back pain, status post back surgery. On (B)(6) 2004: the patient presented with chronic back pain with lumbar fusion. On (B)(6) 2005: the patient presented with lumbar fusion with titanium rods, significant back pain after a fall. On (B)(6) 2005: patient presented with low back pain. He was allegedly taking his medicines indiscriminately. On (B)(6) 2005: patient underwent x-ray of lumbar spine. On (B)(6) 2005: patient presented with flare of his bipolar disease and anxiety disorder. On (B)(6) 2005: the patient presented with chronic pain, depression, bipolar disorder. On (B)(6) 2005: the patient presented with bipolar illness, chronic pain. On (B)(6) 2005: the patient presented with assault with contusions of the face and arm, bipolar disorder, chronic back pain. On (B)(6) 2005: the patient presented with low back pain with herniated disk, lumbar fusion with titanium rod, bipolar disorder. On (B)(6) 2005: the patient presented with manic depressive illness, chronic low back pain. On (B)(6) 2006: the patient presented with bipolar, low back pain, and herniated disk. On (B)(6) 2006: the patient presented with chronic back pain with fusion. On (B)(6) 2006: the patient presented with chronic back pain, bipolar disorder and poor impulse control. On (B)(6) 2006: the patient presented with chronic low back pain with herniated disk and fusion, bipolar disorder. On (B)(6) 2007: the patient presented with bipolar disorder, lumbar effusion with chronic back pain. On (B)(6) 2007: the patient presented for follow-up of his chronic pain from degenerative disk disease, status post-surgical correction and bipolar disorder. On (B)(6) 2007: the patient presented with low back pain with herniated disk, lumbar fusion with titanium rod, bipolar disorder. On (B)(6) 2008: the patient presented with low back pain with herniated disk, lumbar fusion, bipolar. On (B)(6) 2008: the patient presented with low back pain with herniated disk, lumbar fusion, bipolar. On (B)(6) 2008: the patient presentedwith low back pain with herniated disk, lumbar fusion with titanium rod, bipolar disorder, chronic pain. On (B)(6) 2008: the patient presented with a history of bipolar disease. He fell several days ago and injured his back. On (B)(6) 2008: the patient presented with low back pain, herniated disk, lumbar fusion with titanium rod, bipolar. On (B)(6) 2009: the patient presented with facial rash, chronic low back pain, bipolar disorder. On (B)(6) 2009: the presented with chronic back pain and chronic anxiety. On (B)(6) 2009: the patient presented with chronic back pain. He slipped and fell several days ago and hurt his hip and back. On (B)(6) 2010: the patient presented with low back pain with herniated disc, lumbar effusion with titanium rod, bipolar disorder. On (B)(6) 2010: the patient presented with follow-up for chronic low back pain with lumbar fusion and bipolar disorder. On (B)(6) 2010: the patient was going to move to west virginia. Medications were advised accordingly. On (B)(6) 2010: the patient presented with chronic back pain, spinal stenosis, and discussion for medication and for taking flu shot. Impression: chronic back pain, failed back surgery consisting of surgical fusion, l4 and l5; osteoarthritis at other sites primarily left knee and the right hip; neuropathy with paresthesias in the right toes, the left heel, and the left digits 4 and 5; perhaps various unrelated reason, some of them traumatic; cigarette dependent; opioids dependent; bipolar personality disorder; agoraphobia and insomnia. On (B)(6) 2011: the patient presented with bipolar reck, having edema in left foot/ankle, increase in weight (36.25 lbs since (B)(6) 2010) and request for medication refills. On (B)(6) 2011: the patient presented with back pain, bipolar disorder, swelling. On (B)(6) 2011: the patient presented for an office visit to get established and for getting refills on morphine. Assessment: lower back pain; neuritis; opioid dependence (B)(6) 2011: the patient presented for one month rechecks on back and refill on morphine. Assessment: herniated disk( combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen) (B)(6) 2011: the patient presented with back pain and left greater than right leg pain. Impression: failed back surgery; history of disability, weight gain, bipolar disorder, tobacco abuse. On (B)(6) 2011: the patient underwent MRI scan of the lumbar spine with and without contrast, due to back pain. Impression: no evidence of disc protrusion; interval screw and rod fixation at l4 and l5 vertebral bodies; worsening bulging at the l3/4 and l4/5 level when compared to the prior study. On (B)(6) 2011: the patient presented for a 3 month recheck, medication refills and evaluation of MRI results. Assessment: lower back pain; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy; lumbar spondylosis; anxiety disorder nos (B)(6) 2012: the patient presented for a recheck. Assessment: herniated disk (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); lumbar spondylosis; postlaminectomy syndrome; neuritis (B)(6) 2012: the patient presented with chronic back pain, depression and anxiety. Assessment: epidermal inclusion cyst; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy syndrome; neuritis; depression; anxiety disorder nos (B)(6) 2012: the patient presented for a 3 month rechecks and reported having low back pain. Assessment: herniated disk (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); lumbar spondylosis; postlaminectomy syndrome; neuritis; opioid dependence. On (B)(6) 2012: the patient presented for recheck. Assessment: herniated disc: combined with small spinal canal and hypertrophy of the ligament flavum impingement of the neural foramen, lumbar spondylosis, postlaminectomy syndrome, neuritis. On (B)(6) 2012: the patient presented with chronic back pain, depression, anxiety and for rechecking. Assessment: epidermal inclusion cyst, herniated disc: combined with small spinal canal and hypertrophy of the ligament flavum impingement of the neural foramen, postlaminectomy syndrome, neuritis, depression and anxiety disorder nos. On (B)(6) 2012: the patient presented for 3 month recheck and with low back pain. Assessment: herniated disc: combined with small spinal canal and hypertrophy of the ligament flavum impingement of the neural foramen, lumbar spondylosis, postlaminectomy syndrome (lumbar), neuritis, opioid dependence. On (B)(6) 2012: the patient presented with low back pain. Impressions: no evidence of disc protrusion; interval screw and rod fixation at l4 and l5 vertebral bodies; worsening bulging at the l3/4 and l4/5 levels when compared to the prior study. On (B)(6) 2012: the patient presented for recheck of back pain, depression and medication refills. Assessment: lower back pain; lumbosacral disc degeneration; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy syndrome; neuritis; lumbar neuritis; anxiety disorder nos (B)(6) 2013: the patient presented for a 2 month recheck, medicine refill and reportedly had chronic pain, anxiety and hoarseness for the past couple of weeks. Assessment: lower back pain; acute sinusitis; acute laryngitis; nicotine dependence; anxiety disorder nos (B)(6) 2013: the patient presented with chronic back pain. Assessment: lumbosacral disc degenerationp; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy syndrome; lumbar neuritis; depression; anxiety disorder nos. On (B)(6) 2013: the patient presented for 3 months recheck, refills and because he had been having increased tears in his left eye. Assessment: conjunctivitis; lumbosacral disc degeneration; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy syndrome; lumbar neuritis. On (B)(6) 2013: the patient presented with nicotine dependence, lumbar neuritis, and herniated disc and lumbosacral disc degeneration. Assessment: lumbosacral disc degeneration; herniated disc (combined with small spinal canal and hypertrophy of the ligamentum flavum impingement of the neural foramen); postlaminectomy syndrome; lumbar neuritis; opioid dependence; depression; anxiety disorder.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date in 2005, the patient presented with extreme pain in lumbar region. He underwent epidural injection procedure. On (B)(6) 2005: the patient had a fall and significant back pain ensued. On (B)(6) 2005: the patient was also diagnosed with chronic low back pain. On (B)(6) 2010: assessment: herniated disc, lumbar. On an unknown date in (B)(6) 2006, the patient was diagnosed with chronic back pain, difficulty breathing, weakness, pain in legs and hips. On (B)(6) 2011: the patient visited the office for some lab tests. On (B)(6) 2012: the patient visited the office for some lab tests. Since the infuse surgery, the patient has suffered from extreme pain, nerve injury, osteoarthritis, pain more often than before infuse surgery, radiating leg pain, mental anguish/depression, loss of feeling in left leg and left foot. He also has the following symptoms: back pain, numbness in left leg and foot, difficulty walking; difficulty standing for long periods of time, pain in hips and legs; mental anguish/depression.

Event description:
It was reported that on (B)(6) 2014, patient underwent MRI of lumbar spine with and without contrast. Impression: no significant change since (B)(6) 2011 MRI or disc herniation or nerve root displacement or deformity. Mild central canal and foraminal stenosis due to short pedicles and mild facet hypertrophy. L4-l5 status post posterior decompression and interbody posterior fusion. No stenosis.

Manufacturer narrative:
(B)(4).